Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to be unknown. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the trigger of the small battery drive device was blocked, jammed and was moving heavily. It was further observed that the housing and lid of the handpiece were deformed bent and that the head had corrosion. It was determined that the safety ring had broken and fell behind the upper trigger. It was further observed that the device also had internal corrosion on the motor and on the sleeve. It was further determined that the device failed pretest for general condition, check for sticky triggers, check function of device in ¿on¿ mode, check for unintended motion without operating triggers, check in ¿off¿ mode with operating triggers, check the fwd / rev direction modes function, function test in ¿fwd only¿ mode, function check of oscillation angle, check power with power test bench and check speed with tachometer and power supply. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.